Event description:
Additional information received reported, the product would not be returned thus a replacement would not be occurring. It was reported ¿the pump is still not explanted¿ as the patient was ¿not in good health¿ for an explant surgery. The patient had denied to take any replacement and the replacement product was returned back to the warehouse.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿post-operative¿ there was no drug delivery to the intrathecal space. As a result, the patient experienced extreme spasticity in their lower limbs. Actions required as a result of the event included ¿pump replacement to the earliest¿. The device system was used to deliver baclofen. It was later reported that ¿the faulty product will be explanted once we are issued a replacement against the faulty product¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported "this event did not occur again yet" suggesting the replacement had yet to occur. Additional information has been requested, but was not available as of the date of this report.